Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been re-implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: reoperation due to capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with 225cc smooth mentor memorygel breast implant experienced right-sided grade iii capsular contracture postoperatively. As a result, the patient underwent reoperation and re-implantation with the same breast implant on (B)(6) 2015. As per the instructions for use, mentor breast implants are single-used devices, and the re-implantation of the same device is off-label use. The patient currently experienced a recurrence of the right-sided grade iii capsular contracture, and that adverse event was reported under manufacturer report number 1645337-2021-05150.